Event description:
During a laryngeal papilloma procedure the physician was utilizing a procise mini laryngeal wand (mlw). While the physician was ablating tissue the wand clogged and the physician was unable to achieve saline delivery or aspiration. A second wand was opened and the procedure was completed. No pt injuries were reported as a result of this event.